Event description:
It was reported that the core impaction drill overheated during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Event description:
It was reported that the core impaction drill overheated during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The drill was clean, lubed, adjusted, passed final inspection and was returned to the customer.